Manufacturer narrative:
The reported events of failure to capture, failure to sense and high pacing lead impedance were not confirmed while the reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. X-ray examination found the inner coil inside the connector region was overtorqued consistent with procedural damage. Unable to perform stylet insertion test due to the overtorqued inner coil. The cause of the reported event of failure to advance stylet was isolated to the overtorqued inner coil inside the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, there was a failure to sense observed on the right ventricular (rv) lead and the guidewire was unable to advance down the rv lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable with no consequences.

Event description:
Additional information was received that it was also observed that there was an increased capture threshold resulting in a loss of capture and increased pacing impedance observed on the rv lead.